Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was leaking. The balloon lost pressure during prep. Another unknown mynx device was used to achieve hemostasis. The patient was not hospitalized and there was no reported patient injury. An unknow 6f cordis brite tip was used for the procedure. The device was opened in a sterile field. The device was prepped and stored per instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.the product history review is expected but has not been completed.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was leaking. The balloon lost pressure during prep. Another unknown mynx device was used to achieve hemostasis. The patient was not hospitalized and there was no reported patient injury. An unknow 6f cordis brite tip was used for the procedure. The device was opened in a sterile field. The device was prepped and stored per instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿balloon loss of pressure during prep¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Patient or procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.